Event description:
During a total gastrectomy procedure, the suture was off the place in the package. The surgeon applied another device.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.